Event description:
It was reported, that the video system center had no image when the scope was connected. The issue occurred, during a procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected data: h6 (type of investigation code "4112" and investigation findings code "3227" should've been listed on the previous follow-up medwatch report) & h11 (the manufacturer narrative verbiage related to the previous follow-up medwatch report has been edited and the correct information is listed below) ¿the suggested phenomenon was presumed to have been due to a faulty power supply unit and image transmission input/output control unit.¿

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a faulty power supply unit. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.